Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implant site was swollen. When the pocket was opened up two gauze sponges were found which had been left from the original implant approximately 4 months prior. A hematoma was also reported. The patient was given antibiotics and cultures were taken. The ICD system was explanted and a temporary pacemaker was placed. No further patient complications have been reported as a result of this event.